Manufacturer narrative:
The reporter blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. The disposable cartridge was not available for evaluation. The exact cause of the alarm cannot be determined. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.